Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue' moisture behind the display and in the infra-red window. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 31-may-2019 with the following findings: a visual inspection of the pump revealed that the audio bolus button cover was detached/missing. A leak test was performed confirming a audio bolus button leak. The pump was opened and moisture corrosion was found on all the boards and moisture was observed on the display.